Manufacturer narrative:
(B) (6) report. A ge representative evaluated the system and performed a filament calibration. System operates as intended.

Event description:
Customer reported the system is displaying a filament regulator failed error. No patient injury was reported.